Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found proximal and distal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16april2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was per-dilated with a 2.0x15 non-bsc balloon catheter. A 2.75 x 16 synergy drug eluting stent was advanced for but failed to cross the lesion. The procedure was completed with a different device. No patient serious injury nor complications were reported. However, returned device analysis revealed a stent damaged.